Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol composix e/x device may have caused or contributed to the events as alleged by the patient¿s attorney. As alleged the patient suffered from recurrent hernia and bowel obstruction requiring multiple doctor's visits and subsequent hospitalization where surgery was required. As reported, patient suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering, disability, and impairment. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient attorney that on or about (B)(6) 2013, patient had bard composix e/x mesh implanted during a ventral hernia repair surgery. It is also alleged by the patient's attorney that on or about (B)(6) 2015, patient underwent additional surgery due to the defective qualities of the mesh. As alleged, due to the bard mesh implants, between (B)(6) 2013 and the present, patient suffered from recurrent hernia and bowel obstruction requiring multiple doctor's visits and subsequent hospitalization where surgery was required to repair the recurrent hernia due to the failure of the mesh. As reported, patient suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering, disability, impairment. As alleged, the mesh implanted in the patient failed to function as intended and as represented because it did not relieve the symptoms or otherwise alleviate the medical problems that it was intended to cure. Instead, the mesh caused patient to suffer serious personal injuries requiring the need for additional future medical treatment and surgeries.